Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73a1600802 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The clip would not advance in the jaw of the unit when loading was attempted. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned auto endo5 revealed that the applier appears typical. The jaws appear to be aligned and no damage was observed on the device. A functional inspection was performed by engaging the trigger of the applier using hand pressure to completion. Upon engagement of the trigger, the ratchet could be heard indicating that the internal ratchet of the device is intact. One clip loaded into the jaws of the applier and closed with no difficulty. Attempt was then made to apply clips using the applier onto overstressed surgical tubing. Two clips were loaded onto the overstressed surgical tubing with no issue. The applier was received with (B)(4) clips remaining indicating that the end user fired (B)(4) clips. However, no functional issues were found. Reference files (B)(4) for investigation photos. The IFU for this product, (B)(4), was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure other remarks: of the ligating clip." A corrective action is not required at this time as the complaint could not be confirmed. There were no functional issues found with the returned auto endo5. The reported complaint of the clip difficult to load could not be confirmed based upon the sample received. Upon full engagement of the trigger, the applier functioned with no difficulty. In addition, the applier was received with (B)(4) clips remaining in the device indicating that (B)(4) clips were fired by the end user. The returned device was able to load, close, and release all remaining clips in the applier. A device history record review was performed on the auto endo5 with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned sample.

Event description:
The clip would not advance in the jaw of the unit when loading was attempted. The patient's condition was reported as fine.